Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the cutting wire was oriented in the wrong direction. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.